Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Subsequently, a second medtronic valve was implanted, valve-in-valve, which resolved the pvl. No additional adverse patient effects were reported.